Event description:
The pt underwent endoscopic sinus surgery (septoplasty, turbinectomy, ethmoidectomy, maxillary artrostomies) in 2001. The surgeron used floseal during this procedure to achieve hemostasis. Rolled gelatin films (stents) were placed in the sinuses and the pt was irrigated and suctioned. The pt showed progressive healing at the next four (4) follow-up visits ending 10 weeks post-op. The recorded entry noted the sinuses had healed throughout. Pt returned with a complaint of thick yellow drainage 6 months later. Pt was prescribed nasonex nasal spray. The pt had an allergic reaction to the medication, so the dosage was reduced. In 2002, pt presented with thick clumps of yellow drainage. The doctor noted the pt to be a heavy smoker, which may have impaired sinus healing. A culture was taken. Results were positive for staphylococcus aureus. Antibiotics were prescribed, and add'l nasal cavity cultures were taken 6 weeks later because yellow drainage was still observed. Species identified were reported as normal flora. Clindamycin (150mg b.i.d./12 days) was prescribed and the pt is now scheduled for re-operation.